Event description:
It was reported via trial that on (B)(6) 2009, the pt underwent stenting in the predilated moderately calcified proximal right coronary artery with one xience v stent and in the predilated moderately calcified first obtuse marginal with one xience v stent through the radial access site. On (B)(6) 2009, the pt underwent a staged procedure in the predilated distal lad with one xience v stent and in the predilated mid lad with a non-abbott stent. On (B)(6) 2010, the pt experienced shortness of breath and had a diagnostic coronary angiography. On (B)(6) 2010, the pt was admitted to the hospital and underwent percutaneous coronary intervention in the mid lad and the diagonal artery. The new mid lad lesion is more than 5mm from the distal lad index xience stent. The pt's condition resolved on (B)(6) 2010. The pt was discharged on (B)(6) 2010. There was no adverse pt sequela. Although the revascularization was assessed by adjudicators as occurring in non-target vessels, the pt's shortness of breath was assessed as a non q-wave myocardial infarction (mi) caused by the target vessel. According to the adjudication results, the diagonal artery closed during the procedure making this a peri-procedural mi.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of occlusion and myocardial infarction, as listed in the xience v instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.